Event description:
A 3.6 and 3.45 inr with protime system vs. 6.8 and 7.16 inr with unspecified lab system. Patient therapeutic inr range: 2.5 - 3.5. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted, based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures. No product returned from user facility. Customer complaint could not be confirmed. No conclusion can be drawn.